Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up when non sustained rv oversensing due to crosstalk was observed. The device was reprogrammed. The patient was stable before, during, and after the device interrogation and monitored will continue.